Event description:
The customer reported that the battery is not charging and external power is "getting interrupted".

Manufacturer narrative:
(B)(4): please note that on (B)(4) 2012, we submitted an initial MDR ((B)(4)) for this reported product problem. Inadvertently the initial MDR was submitted under an incorrect registration number. To correct this problem, we have canceled that initial MDR, and have created this new MDR ((B)(4)) with the correct registration number. Since the investigation has been completed, this newly issued MDR contains the details and results of the investigation. A philips authorized support distributor evaluated the device and verified the failure. The issue was diagnosed as an ac power module failure. The ac power module was recommended to be replaced to resolve the issue, but the customer declined repair. The device remained at the customer site.